Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 600mg/dl with vomiting and moderate ketones. The patient was reportedly treated with insulin via pen by a non-healthcare provider and remained on insulin pump therapy. Troubleshooting indicated that the patient was not priming the tubing enough, and was also not using the infusion set appropriately per the instructions for use. Animas does not manufacture the infusion set and will forward the complaint to the relevant manufacturer. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with use error of the pump as a contributing factor.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 19-jun-2019- device evaluation: the pump has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The delivery accuracy and prime operations were tested and no defects were found. The current black box history showed no evidence of a prime or delivery issue. Unrelated to the original complaint, the pump was powered up to a dim and pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.